Manufacturer narrative:
[B][4]. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in the range of over [b][6] and [b][6] at the time of the incident. Customer¿s current blood glucose level was [b][6]. Customer was treated with manual injection for high blood glucose. Customer reported recurring insulin flow blocked alarms. Auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.hold for brandi 2.14